Event description:
It was reported that the patient has lost a ¿sizeable amount of weight¿ and the reporter believed that the pump ¿rotated¿ at some point. The patient reportedly had an upcoming revision, but it was not clear when this would take place. The pump was used to infuse baclofen (unknown). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# l78413, implanted: (B)(6) 2000, product type: catheter. (B)(4).